Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker complained of chest pain, however, all the lead number were stale. Moreover, both leads were repositioned but the symptom still persisted. Additional information received indicating that the patient symptom was not attributed to the lead and device. There were no further actions taken. No additional adverse patient effects were reported.